Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a blood glucose reading of 560 mg/dl. The customer treated with a bolus. The customer declined troubleshooting as it has been completed on a previous phone call. Customer's blood glucose was 350 mg/dl the night before. The customer wanted to try a different type of infusion set. The device will not be returned for analysis.